Manufacturer narrative:
On (B)(6) 2016 FDA requested that this complaint be filed as a medical device report.

Event description:
Device was implanted without issue on (B)(6) 2016. On (B)(6) 2016 patient was admitted to hospital and diagnosed with pancreatitis on (B)(6) 2016. Patient was advised to have device removed. Patient was treated and discharged on (B)(6) 2016. Balloon remained implanted until the scheduled 6-month removal was completed on (B)(6) 2016. No further sequelae were reported.